Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 with high blood glucose of 1500 mg/dl. It was reported the customer passed out and the ems was called by their coworkers. The customer also reported having the stomach flu, vomiting, diarrhea and lack of sleep before the high event. The cause of the hospitalization was diabetic ketoacidosis. The customer was admitted into the intensive care unit for seven days. The customer was off the insulin pump for less than 48 hours prior to hospitalization. The customer also reported their blood glucose was 200 mg/dl before the hospitalization and was steadily rising to 400 mg/dl and 500 mg/dl. The customer declined to return the insulin pump for analysis.